Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "implants traumatically broken." This represents the right side. Device status is unknown.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a2, b5, b6, d1, d2, d4, d6a, g4, h4, h6.

Event description:
Patient reported right side "implants traumatically broken." Device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Patient reported their device "traumatically broken" 7 years post implant surgery. Patient later reported rupture. Healthcare professional later reported capsular contracture, baker grade IV. This record relates to the right. Device has been explanted.